Event description:
On (B)(6) 2016, the reporter contacted lifescan portugal, alleging inaccurate results of 179 and 165mg/dl using the subject device compared to readings of 130 and 115mg/dl using a onetouch ultraeasy meter, all readings within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.